Manufacturer narrative:
A proposal for troubleshooting and repair was issued but not approved by the customer. No further information is available. (B)(4).

Event description:
The hospital reported that the bag to vent switch was stuck. There was no report of patient involvement.